Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical study patient ID: (B)(6). It was reported that on (B)(6) 2022, a 35 portico ng was implanted into a patient. On (B)(6)2022, the patient awoke in the middle of the night to chest pain in the right side. Pain reliever was administered and no further treatment was required. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of chest pain in the right side was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.